Event description:
Lawsuit filed against manufacturer alleges patient's head hit ramp while being unloaded from an ambulance.

Manufacturer narrative:
MFR has requested serial number and inspection of the product. End user (fire department) inspected the product immediately after the incident and found no deficiency.